Event description:
It was reported that the patient developed an infection. The wound was not healing and the ins was coming out of the pocket. It was noted that the patient was (B)(6) and had thin skin. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# va009ea, implanted: 2012 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).